Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had lost a lot of weight since implant and her device was moving around. She also had lower back pain that she did not associate with the device or lead. Her urinary issues were being controlled. Further information was requested.